Event description:
Device 2 of 2: ref MFR report #1649914-2012-00011. There were two samples returned to the MFR. This sample (also lot unk) had allegedly malfunctioned on (B)(6) 2012. There were no details provided or available for this occurrence. The hospital is not aware of any pt complications as a result of the alleged event.

Manufacturer narrative:
Device 2 of 2. Ref MFR report 1649914-2012-00011. Method - there was no lot number provided with the returned sample, therefore, an inventory analysis could not be done. Three lots were identified from shipment records as possible. Device history records were reviewed with no anomalies similar to the complaint condition found. Lots 0416442m05, 0413802j13, and 0410541d02. Results - device was returned with white fluid medication and some blood. The tubing bond between the t-sites was separated. Eval of the bond area found evidence of solvent residue as per spec. Conclusion - the user was folding the device during use, which caused/contributed to the t-sites torquing and weakening the tubing bond to failure. The design did not intend for the device to be folded in that manner. (B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.